Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experiences warmth at the site of the device. The skin on and around the device looks normal. The device remains in use. No further patient complications have been reported as a result of this event.